Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that first the controller could not connect due to a software anomaly, which is the result of a memory allocation issue that prevents the controller from initializing properly. The user shut down the device, which solved this issue. This software anomaly will be addressed through our design issues management process. However, upon restart, the software detected an error due to the fact that the arm was in an unauthorized position. The complaint description suggests that the arm might have been bumped on the way to the hospital, which would explain why it was in an over extended position. Manually moving the arm solved the issue. There is no device failure detected. Unique identifier (UDI) #: (B)(4).

Event description:
The company representative (cr) was present for a seeg case. When beginning marker registration, the robot would not connect. At 9:16 am an error was detected, 'attempt to restart the application first, in case of failure, shutdown the system.' The robot was shutdown, unplugged and restarted and then when trying to connect again, cr received the error at 9:22 am, 'error detected with the robotic arm.' Cr had to do the manual move of the robotic arm in order for it to finally connect. Cr suspect the robot may have been bumped on the way over from stanford.